Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump screen was not able to read. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned be for analysis.